Event description:
A cartridge alarm 20 was reported during pumping. Blood glucose levels did not exceed 500 mg/dl. The customer, with assistance from technical support, successfully loaded a new cartridge following the proper load technique and resumed insulin therapy, resolving the issue.